Manufacturer narrative:
Concomitant: product ID 7498-25, serial# (B)(4), implanted: 2000-(B)(4), product type extension. Product ID 3487a, lot# l77123, implanted: 2001-(B)(6), product type lead, product ID 3487a, lot# j0000028v, implanted: 2001-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient just got her stitches out and was doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the receiver (s/n (B)(4)), found the hybrid can and pins had corrosion. The receiver did not have any output when tested with a known good transmitter. The hybrid can and pins 1, 4, 5, 6, 7, 8, 9, 10, and 11 were observed to have corrosion on them. A dye penetrant test was done and no dye entered the receiver indicating that there were no leakage paths into the receiver.

Event description:
Aadditional information received reported that it was ¿leaking battery acid¿ in situ. It was a very old device and the device was not replaced. There was no patient injury and the patient recovered without sequela. The receiver was returned to the manufacturer for analysis. However, a day later it was reported that the battery leaked out and the patient¿s hair was falling out in clumps and the patient¿s husband was afraid what that was doing to the patient. The explant incisions were still bothering her. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7498-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 3487a, lot# l77123, implanted: (B)(6) 2001, product type: lead. Product ID 3487a, lot# j0000028v, implanted: (B)(6) 2001, product type: lead. Product ID 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID 3210, serial# (B)(4), implanted: (B)(6) 2000, product type: transmitter. Product ID 3210, serial# (B)(4), implanted: (B)(6) 2000, product type: transmitter. Product ID 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator(ins) was explanted. They discovered that it leaked battery fluid, it was rusted inside, and the stainless steel on the outside was gone and see through. There was blood on the inside of the battery, which also leaked into the patient. The ins was sent back to the manufacturer for analysis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had not had effective therapy for a long time and would get shocks/jolts when static electricity was discharged. The patient had an explant scheduled for 2015-jan-23. The patient was doing fine but was determined to have her device explanted. Additional information about the outcome was requested. If received, a follow up report will be sent.